Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a customer was having difficulty with a one link IV connector during use. The customer inserted a central line in a neonatal intensive care unit (nicu) patient and pulled back on the syringe to see a flash back of blood; however, she was unable to pull back on the syringe. It was further reported that an unknown product which was used with the one- link IV connector. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available..